Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine polyp ('endometrial polyp') in a 44-year-old female patient who had essure (batch no. 50920) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (diagnosed with irritable colon) in 2005, stress (stress conditions related to her work, which trigger panic attacks and marked agoraphobia) in 2003, submucous leiomyoma of uterus (underwent surgery) in 1997, stapedectomy in 1994, myopia (underwent surgery), smoker and allergy nos (without finding pathology). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (" lumbar pain"), diarrhoea ("chronic diarrheas"), arthralgia ("joint pain"), myalgia ("muscular aches that are frequently concentrated on the right side of the body"), tremor ("significant hand tremors"), tooth disorder ("teeth problems"), irritable bowel syndrome ("irritable colon "), fatigue ("general fatigue") and abdominal distension ("abdominal swelling and pelvic"). The patient was treated with surgery (bilateral salpingectomy and polypectomy by hysteroscopy and polypectomy by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine polyp, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, diarrhoea, fatigue, irritable bowel syndrome, myalgia, pelvic pain, tooth disorder, tremor and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: possible right t6-t7 intercostal neuropathy is diagnosed. Ultrasound breast - on (B)(6) 2013: benign findings. Ultrasound scan - in (B)(6) 2017: endometrial polyp is detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc and the event endometrial polyp was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 50920) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (diagnosed with irritable colon) in 2005, stress (stress conditions related to her work, which trigger panic attacks and marked agoraphobia) in 2003, submucous leiomyoma of uterus (underwent surgery) in 1997, stapedectomy in 1994, myopia (underwent surgery), smoker and allergy nos (without finding pathology). On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (" lumbar pain"), diarrhoea ("chronic diarrheas"), arthralgia ("joint pain"), myalgia ("muscular aches that are frequently concentrated on the right side of the body"), tremor ("significant hand tremors"), tooth disorder ("teeth problems"), irritable bowel syndrome ("irritable colon "), fatigue ("general fatigue") and abdominal distension ("abdominal swelling and pelvic"). The patient was treated with surgery (bilateral salpingectomy and polypectomy by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, diarrhoea, fatigue, irritable bowel syndrome, myalgia, pelvic pain, tooth disorder and tremor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram in (B)(6) 2015: possible right t6-t7 intercostal neuropathy is diagnosed. Ultrasound breast on (B)(6) 2013: benign findings. Ultrasound scan in (B)(6) 2017: endometrial polyp is detected. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine polyp ('endometrial polyp') in a 44-year-old female patient who had essure (batch no. 50920 invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (diagnosed with irritable colon) in 2005, stress (stress conditions related to her work, which trigger panic attacks and marked agoraphobia) in 2003, submucous leiomyoma of uterus (underwent surgery) in 1997, stapedectomy in 1994, myopia (underwent surgery), smoker and allergy nos (without finding pathology). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain / low back pain"), diarrhoea ("chronic diarrheas"), arthralgia ("joint pain"), myalgia ("muscular aches that are frequently concentrated on the right side of the body"), tremor ("significant hand tremors"), tooth disorder ("teeth problems"), irritable bowel syndrome ("irritable colon "), fatigue ("general fatigue"), abdominal distension ("abdominal swelling and pelvic") and swelling ("swelling"). The patient was treated with surgery (bilateral salpingectomy and polypectomy by hysteroscopy and polypectomy by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine polyp, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue, abdominal distension and swelling outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, diarrhoea, fatigue, irritable bowel syndrome, myalgia, pelvic pain, swelling, tooth disorder, tremor and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: possible right t6-t7 intercostal neuropathy is diagnosed.. Ultrasound breast - on (B)(6) 2013: benign findings. Ultrasound scan - in (B)(6) 2017: endometrial polyp is detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: events added to the case: "swelling nos". We received an invalid lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine polyp ('endometrial polyp') in a 44-year-old female patient who had essure (batch no. 50920 invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (diagnosed with irritable colon) in 2005, stress (stress conditions related to her work, which trigger panic attacks and marked agoraphobia) in 2003, submucous leiomyoma of uterus (underwent surgery) in 1997, stapedectomy in 1994, myopia (underwent surgery), smoker and allergy nos (without finding pathology). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (" lumbar pain"), diarrhoea ("chronic diarrheas"), arthralgia ("joint pain"), myalgia ("muscular aches that are frequently concentrated on the right side of the body"), tremor ("significant hand tremors"), tooth disorder ("teeth problems"), irritable bowel syndrome ("irritable colon "), fatigue ("general fatigue") and abdominal distension ("abdominal swelling and pelvic"). The patient was treated with surgery (bilateral salpingectomy and polypectomy by hysteroscopy and polypectomy by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine polyp, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, diarrhoea, fatigue, irritable bowel syndrome, myalgia, pelvic pain, tooth disorder, tremor and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: possible right t6-t7 intercostal neuropathy is diagnosed. Ultrasound breast - on (B)(6) 2013: benign findings. Ultrasound scan - in (B)(6) 2017: endometrial polyp is detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine polyp ('endometrial polyp') in a 44-year-old female patient who had essure (batch no. 50920 invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain (diagnosed with irritable colon) in 2005, stress (stress conditions related to her work, which trigger panic attacks and marked agoraphobia) in 2003, submucous leiomyoma of uterus (underwent surgery) in 1997, stapedectomy in 1994, myopia (underwent surgery), smoker and allergy nos (without finding pathology). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), diarrhoea ("chronic diarrheas"), arthralgia ("joint pain"), myalgia ("muscular aches that are frequently concentrated on the right side of the body"), tremor ("significant hand tremors"), tooth disorder ("teeth problems"), irritable bowel syndrome ("irritable colon "), fatigue ("general fatigue") and abdominal distension ("abdominal swelling and pelvic"). The patient was treated with surgery (bilateral salpingectomy and polypectomy by hysteroscopy and polypectomy by hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine polyp, back pain, diarrhoea, arthralgia, myalgia, tremor, tooth disorder, irritable bowel syndrome, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, diarrhoea, fatigue, irritable bowel syndrome, myalgia, pelvic pain, tooth disorder, tremor and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: possible right t6-t7 intercostal neuropathy is diagnosed.. Ultrasound breast - on (B)(6) 2013: benign findings. Ultrasound scan - in (B)(6) 2017: endometrial polyp is detected.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report